Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers h13i06037, h13k06034, and h13l02031 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. Prior to the peritonitis, the patient was hospitalized for an unrelated event. The bacterial peritonitis was manifested by abdominal pain and cloudy effluent. The cause of the peritonitis was unknown. On the same day as the onset, the patient was treated with ceftriaxone IV (dose and frequency not reported) and cefepime ip (dose and frequency not reported). The next day, the cefepime was discontinued and ancef (cefazolin) ip was started. Ten days later, the ancef (cefazolin) was stopped. Three days later, the ceftriaxone was stopped. The peritonitis was ongoing and improved. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). A batch review will be performed for the potentially associated lot numbers h13i06037, h13k06034, and h13l02031. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.